Event description:
It was reported that the gemini light resistant infusion set experienced leakage. The following information was provided by the initial reporter: set found leaking when priming for use.

Manufacturer narrative:
Two 2203-0006 samples from lot 18126635 were received for investigation with an opened packaging; both samples had residual fluid within the line. Note one sample was missing the roller clamp component. A visual inspection of one of the samples confirmed the presence of a damage at the tubing joint shoulder located between the yellow tubing and the pvc tubing under the lower pump segment. A closer inspection noticed the damage was a hole with signs which suggested excessive tension may have caused it. Priming the sample confirmed leakage through the hole. The second sample did no show signs of damage or manufacturing issues which could have contributed to the customer¿s experience. The second sample was subjected to functional testing by priming it with water and by applying pressured water; no leakage or issues were identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18126635 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2203-0006 set in the past 12 months. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18126635 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2203-0006 set in the past 12 months. Additional information: d.4. Medical device lot #: 18126635 d.4. Medical device expiration date: 12/27/2021 h.4. Device manufacture date: 12/27/2018.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gemini light resistant infusion set experienced leakage. The following information was provided by the initial reporter: set found leaking when priming for use.